Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she got the implant for low back pain, but doesn¿t feel stimulation in her back, instead she feels it in her feet, toes and knees. The patient stated that she had adjustments and the stimulation was helping, but after about two weeks the stimulation no longer helped and she felt it in her feet. There were no trauma or falls reported that could be related to this issue. The patient had two program options and adaptive stimulation was enabled and she could change stimulation but it did not increase in her back only in her feet and knees. The change in therapy or symptoms was considered gradual. Additional information received from the consumer reported that there had been no change in activity level. The patient stated they needed reprogramming frequently and met with their representative to change programming. The patient stated that the feeling of stimulation in the wrong location had been resolved, but only lasted for a week and a day. Additional information received from the consumer reported that she found out the leads had moved after her healthcare provider had x-rays taken. The patient stated that prior to that they kept resetting it and it wasn¿t working. Both of the leads had dropped about two inches and a revision was scheduled. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.